Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the iol showed irregularities on the optic, that irregular astigmatism was diagnosed post-operatively following a complaint from the patient that pictures are shifted and that the patient experienced a strong reduction in visual acuity. In an unspecified amount of time after cataract surgery, the c-flex aspheric 970c iol was explanted. Initial inspection of the c-flex aspheric 970c iol was performed on 11th august 2016. The product inspection identified scratch/graze marks on the lens optic; however, was unable to identify the marks highlighted in the slit lamp photographs supplied by the healthcare facility. Further inspection is planned. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (february 2016) was carried our in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
On 11th august 2016, rayner intraocular lenses limited received notification from its (B)(4) affiliate of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided to rayner states that the iol showed irregularities on the optic, that irregular astigmatism was diagnosed post-operatively and that the patient experienced a strong reduction in visual acuity.